Event description:
Same case as MDR ID#: 2134265-2013-05721, 2134265-2013-05722. It was reported that during percutaneous coronary intervention (pci), pullback failure occurred. The ilab cart system 100v motor drive unit (mdu) failed to perform pullback. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. In addition to the functional test, the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).